Manufacturer narrative:
After the system was assessed by a neurologica field service egineer, the system was able to function upon reboot. Based on evaluation, it has currently been determined that the issue was derived from the sites computer system inability to receive the images. Because the user had to repeat the patient's scan, it was determined that the estimated maximum dose delivered to the patient was 0.002 gy.cm. This is well below the 1 gy threshold of concern. A follow up MDR will be submitted if any additional information becomes available. Currently, no patient injury has been reported.

Event description:
Patient had to be rescanned due to no images being produced after initial scan.